Event description:
Literature: williams bs, christo pj. Obstructed catheter connection pin discovered during intrathecal baclofen pump exchange. Clin j pain. 2009;25(3):256-259. Summary: it was reported that a patient underwent intrathecal baclofen (itb) pump implantation for treatment of lower extremity spasticity and hypertonia secondary to congenital tetraplegia. A pump replacement occurred to replace an inverted pump (date not specified). This followed a previous pump replacement eight years before. See manufacturer report number: 2182207-2009-02743.

Manufacturer narrative:
See scanned pages.